Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator was unable to deliver shock to patient using AED mode. There was no negative patient impact.